Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when using the clip applier, the first five clips all came out but were not properly formed. The surgeon removed these before cutting the cystic duct and artery. On removal of the instrument he found subsequent clips were "spitting" out of the jaws. He replaced with same product and finished the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.